Event description:
Ous MDR: pt died in 2008 at his home address. A post mortem examination was not able to ascertain a cause of death.

Manufacturer narrative:
Ous MDR. Upon receipt, the pacemaker was subject to a visual inspection. The distal part of the lead was still attached to the pacemaker. Upon incoming inspection, the pacemaker stimulated with the following parameters: ssir-mode/70ppm/1.5v/1.4ms/unipolar pacing polarity and bipolar pacing polarity. The sensitivity was programmed to 2.5mv. The stimulation signal of the pacemaker was measured and found to be programmed. The pacemaker was subjected to a complete final acceptance test that proved to be within all electrical specification. There was no indication of sensing and/or pacing problems. In summary, the pacemaker proved to be fully functional and was not the root cause for the pt death.